Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30166 (max air exceeded) occurred on an amia device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient stated that the heater bag became disconnected due to a loose connection. The renal therapy service agent explained the alarm and advised the patient to start over with new supplies. The patient stated that they did not twist the connection tight enough that there was nothing unusual with the disposables. The connection was between the heater bag and cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the heater bag became loose and disconnected, which is known to cause this alarm. The cause of the loose connection and disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.